Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two minutes after starting treatment using an ak 96 dialysis machine with a revaclear 400 dialyzer, the patient experienced "much itchiness", blood pressure ¿went very low¿ and ¿difficulty breathing for a second¿. It was also reported the patient had no breathing problems. No numerical values or pretreatment blood pressures were reported. The patient was disconnected from the dialysis circuit and it was reported ¿all the symptoms subsided¿. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.